Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (severed wires) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the cable strain relief, detaching the cable wires from the distribution node pca board. The detached wires caused the reported electrode belt alarms. The root cause for t he strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the open pulse wire. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient's electrode belt had severed wires. The patient was issued a replacement electrode belt.